Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gastrectomy. Event description: [hospital] "the clip did not come out." Product is available for return. Additional information was received by call on 09may2025 from amk territory manager. "There was error on the excel file, and the event date need to be updated to 11mar2025." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Event description:
Procedure performed: gastrectomy. Event description: [hospital]. "The clip did not come out." Product is available for return. Additional information was received by call on 09may 2025 from applied medical representative: "there was error on the excel file, and the event date need to be updated to 11mar 2025." Additional information was received by email on 04jun 2025 from applied medical representative: "it was confirmed that the correct lot number for this complaint is (B)(4)." Intervention: the case was completed with the new device. Patient status: there was no problem with the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed that the complainant¿s experience of the clip not loading into the jaws. Visual inspection was performed, and it was observed that the channel support assembly (csa), an internal metal component, was slightly bowed. Based on the condition of the returned unit, it is possible that the reported event was caused by the slightly bowed csa, which can increase internal component friction and result in the clip not loading into the jaws. However, the exact root cause of the clip not loading into the jaws is unknown. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. Corrections. D4. Additional device information: lot number. D4: additional device information: expiration date. D4: additional unique device identification (UDI) number(s). H4: device manufacturer date.